Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of weight gain on (B)(6) 2023 and obesity, urinary tract infection and covid-19 on (B)(6) 2023. The patient had a family history of thyroid disorder. Concurrent conditions were listed as pelvic pain and multiparous. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, 2338 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparotomy exploratory, exploratory laparotomy salpingectomy essure removal salpingectomy bilateral). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32 kg/sqm. [Pathology test] on (B)(6) 2023: surgical pathology report : final pathologic diagnosis: right fallopian tube and coil : complete cross section of the fallopian tube with lumen identified. Metallic coil noted, gross only. Left fallopian tube and coil : complete cross section of the fallopian tube with lumen identified. Metallic coil noted, gross only. Specimen submitted: right fallopian tube and coil. Left fallopian tube and coil. Clinical information: pelvic pain. Gross description: right fallopian tube and coil: received in same container with metal coil measuring 26 cm in length and less than 0.1 cm in diameter, the coil is for gross only. Left fallopian tube: received in same container with metal coil measuring 20 cm in length and less than 0.1 cm in diameter, the coil is for gross only. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of weight gain on (B)(6) 2023 and obesity, urinary tract infection and covid-19 on (B)(6) 2023. The patient had a family history of thyroid disorder. Concurrent conditions were listed as pelvic pain and multiparous. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, 2338 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparotomy exploratory, exploratory laparotomy salpingectomy essure removal salpingectomy bilateral). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32 kg/sqm. [Pathology test] on (B)(6) 2023: surgical pathology report : final pathologic diagnosis: right fallopian tube and coil : complete cross section of the fallopian tube with lumen identified metallic coil noted, gross only. Left fallopian tube and coil : complete cross section of the fallopian tube with lumen identified metallic coil noted, gross only. Specimen submitted: right fallopian tube and coil. Left fallopian tube and coil. Clinical information: pelvic pain. Gross description: right fallopian tube and coil: received in same container with metal coil measuring 26 cm in length and less than 0.1 cm in diameter, the coil is for gross only. Left fallopian tube: received in same container with metal coil measuring 20 cm in length and less than 0.1 cm in diameter, the coil is for gross only. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.